Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 271 mg/dl and a correction bolus via the pump was delivered. During a pump system check, tiny air bubbles were observed in the infusion set tubing. The customer was to change out the infusion set site.